Event description:
(B)(4). The dentist reported near 1 month after the dental implant was installed in intraoral region #6 it was verified its non osseointegration. 20 ncm of primary stability was achieved and the implant was carried out immediately. Patient had low bone quality (bone type iii).